Event description:
Event description guidant received information that two weeks post implant, this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation, the device was operating in safety mode. The device was explanted and replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.